Manufacturer narrative:
Device was received. Investigation is not yet complete.

Event description:
Device malfunction: partially deployed stent. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the xact stent was found prematurely partially deployed. Reportedly, there was no patient involvement. No additional information provided.